Event description:
The patients¿ right hip was revised due to a broken gamma nail. The patient had bilateral femur fracture procedures approximately (B)(6), 2014. The right side did not heal so the surgeon revised.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject products. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. According to received information the nail had broken after an implantation period of approx. 6 months or less (no exact date of implantation given). The kind of breakage could not be determined due to missing product. Considering the information of insufficient bone healing and considering a period of implantation of approx. 6 months it could only be assumed that the nail had broken in fatigue manner. It could not be determined whether the nail had been damaged intra-operatively. The rmf considers: ¿non-union is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture (especially comminuted subtrochanteric fractures), patient's general condition (osteoporosis), and primly the respective surgical technique. Non-union would cause significant permanent harm (s4). ¿¿ referring to available information a more precise statement was not possible from technical point of view. As no further medical records were provided a medical review was not reasonable. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not verified.

Event description:
The patients¿ right hip was revised due to a broken gamma nail. The patient had bilateral femur fracture procedures approximately (B)(6) 2014. The right side did not heal so the surgeon revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.